Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the preclose technique prior to an abdominal aortic aneurysm repair procedure (aaa). Reportedly, a cuff miss was noticed. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.